Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Handle no longer grips glenoid sizers adequately.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument could not confirm the complaint. A functional check with a mating trial disk found the handle to function as intended. The trial disk was not returned for evaluation. The date code pg0511 indicates the instrument was manufactured in may of 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, (B)(4) was created to minimize the degree to which the sizer pin guides can tilt with the curved handle. Reference (B)(4) completed on (B)(6) 2012. The reported device was manufactured prior to the changes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.